Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a custom knee arthroplasty on (B)(6) 2013. During final assembly, the axle and femoral bushings were noted to be the incorrect size. Surgeon had to cut down the implants and as a result, an hour delay occurred in the procedure.